Event description:
Event description cpi received information that this bipolar lead was explanted one day after implant. The physician elected to remove the lead due to 'multiple lead dislodgements'. The lead was replaced with a new bipolar lead. * the physician's manual 352527-003c, page 15, lists displacement as an adverse effect.